Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively after a laparoscopic gastric bypass. The surgeon employed a running stitch using barbed suture. The suture was removed approximately 10-15 minutes prior to use. The patient was re-admitted to the ER due to leakage. There was a hole in the jejunum at the closing of the enterotomy. The patient developed peritonitis and sepsis. To correct the issue, an additional operation was performed to close the hole in the jejunum and clean the bowels. This extended patient hospitalization. The patient had to be resuscitated in the ICU. Current patient status is stable.